Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument (part #: 430004-53; lot #: s10190418 0007) involved with this complaint and completed a device evaluation. Failure analysis confirmed and replicated the customer reported issue. The instrument was found to have a broken grip tip. A piece (approximately 0.09 x 0.11 in size) was found to be broken off. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse. A review of the sites complaint history revealed no duplicate or related complaints. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the gray tip of a monopolar curved scissors instrument was cracked off. There was no report of patient involvement.